Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that a patient underwent an olif at l2-l5. At the time inserting a blade pin, a retractor was moved anteriorly and the pin grazed adventitia of the aorta. Total bleeding amount was managed to be rather small due to astriction. The surgical time was extended less than 15 minutes due to the incident. After inserting the pin, the surgeon felt that it was not working and removed it. Then, bleeding occurred. The surgeon commented that pin insertion made the retractor misaligned and the pin grazed adventitia of the aorta. After the incident, the concerned retractor was removed and the procedure was continued by using a facility-own retractor. The anterior fusion was completed without any further incident. The posterior fusion was completed percutaneously by using a competitor¿s product. At the reporting time, no information regarding the patient's postoperative clinical course was provided.